Event description:
It was reported that when prepping for a surgery, a total articular surface provisional instrument was discovered to be fractured. There was no patient involvement. A second instrument was used for the case without incident.

Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and a corner of the post feature has fractured off. All pieces were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.